Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: patient demographics gender, death status and patient outcome. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood in/on helix mechanism.

Event description:
It was reported that during implant, the lead helix could not be positioned in the desired location. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.